Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer¿s current blood glucose was unknown. Customer was treated with manual injection customer was assisted with troubleshooting. Drive support cap was normal. Customer decline troubleshoot to check air bubbles. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.